Event description:
It was reported to philips that the equipment does not start correctly, it was stuck at 00; 00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system does not bootup. After log file review, fse found that there is a malfunction on grabber cards. The frame grabber captures the video from the allura system. The cause of the flex viewing pc failure could not be determined by the supplier's part analysis. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced flex vision pc. After replacement of flex vision pc, system returned to good working condition. The codes were updated based on the investigation outcome.